Manufacturer narrative:
The customer observed a clot in the sample. An immucor technical support specialist asked the customer to respin the sample and repeat testing. The expected b positive results were obtained. The instrument is operating as expected.

Event description:
A customer reported an abo discrepancy on the groupfwd assay on the galileo echo instrument.